Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. Result was not reported to the medical provider since they rerun the sample with high critical on their other analyzer. (B)(6) initial result 0.13 ng/ml, rerun on the same analyzer 0.07 / 0.07 / 0.07 ng/ml lab reference range: <0.02 -negative. 0.08- cardiac consult. >0.10 critical no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 35635un22, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance of the lot 35635un22 which was evaluated using world wide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 35635un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 35635un22. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on all reviewed data, we conclude that there is no product deficiency with the architect stat troponin-I reagent identified in this complaint.